Event description:
It was reported that during a biliary stenting treatment procedure, resistance was encountered during advancement of the stent delivery device over the guidewire. The wire was withdrawn and examined. There appeared to be a gap in the wire as well as a bend in the wire at the location of the gap. Another wire was used to successfully compelete the procedure. The patient is reported as 'good' following the procedure; no injury or complications were reported.